Event description:
It was reported that the device had cuts on screen and reported downstream occlusion when there was no occlusion. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: august 2025 was the reported month and year of the event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump passed downstream occlusion (dso) testing, and no false alarm occurred. There was no known cause of the reported issue, and no further action will be taken.